Event description:
Hcp reported patient experienced lack of drug effect; catheter fracture suspected. It was reported that the patient did not experience any adverse events. The device was replaced but not returned to the manufacturer for analysis.